Event description:
Anonymous report received from facility of an overdose of morphine due to operator error in programming the device. The report states: "a patient was self-administering morphine via an abbott lifecare 4100 pca plus infusion device. The pump was misprogrammed with a concentration of 1mg/ml morphine when 5mg/dl morphine was actually used. The patient received five times the intended dosage for 24 hours." The report further states that "at the beginning of a shift, a nurse checked all the equipment and medications infusing and noted the error. The patient exhibited signs of a narcotic overdose and received narcan, but recovered completely." No other info was provided. Facility was contacted for further info. No further info has been rec'd.